Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experience high impedances in t11 lead. As a result , to address the issue patient underwent surgical intervention wherein the t11 lead was explanted and replaced with a new lead. Reportedly effective therapy was restored.